Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Patient noted that bg levels continued to rise and reported a crack in the outer shell of the pod housing. When removed from the infusion site (arm), the pod's cannula was found bent. Ketones were tested and results were negative. As treatment, a new pod was applied and a bolus (1.5 units) was delivered. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. Deep cracks were found on the top housing, confirming the reported event of outer shell damage. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality, no evidence of fluid entering the pod through the cracks was seen inside the pod. Blood was observed at the distal tip of soft cannula. No damages were observed on formed needle and bottom housing that would cause bleeding at the pod infusion site. The actual cause of the reported bleeding could not be determined.